Event description:
It was reported that the bottom case was damaged by the connectors. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of upper and lower case being broken. Analysis also found that one board connector flex, the liquid crystal display (lcd) and encoder flex were out of specification, the heart block, lead flex cover and battery flex were contaminated, and the battery drawer was broken. It was also noted that two side bail covers, and ring cover were broken.